Manufacturer narrative:
The initial MDR was filed on march 03, 2017. Supplemental MDR was filed on april 26, 2017. Corrected information (02/08/2017): the supplemental MDR noted that probes were replaced by service. The issue was resolved with using a new reagent flex. The reagent probes were not replaced. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. Review of the customer's quality control (qc) found that they had one qc result, for level 1, which was out of range. Level 2 qc was in range. Before that, qc was in range for both level 1 and level 2. Siemens is investigating the event.

Event description:
Discordant, falsely depressed enzymatic creatinine results were obtained on multiple patient samples on a dimension vista 500 instrument. The initial results were released to the physician(s). The customer reviewed their quality control, and found their level 1 quality control was out of range. The customer repeated the same samples on the same dimension vista instrument, resulting higher. The customer issued corrected reports to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed enzymatic creatinine results.

Manufacturer narrative:
The initial MDR 2517506-2017-00223 was filed on march 03, 2017. Additional information (04/04/2017): the siemens headquarters support center (hsc) reviewed the data supplied. No further issues have been reported related to this event since service provided by the siemens customer service engineer (cse). Service provided included replacing reagent probe 1 and 2 and bleaching reagent probe 1 and 2 drains. Hsc did not find any indication of a reagent delivery or method issue. No further issues occurred after service provided by the customer service engineer (cse). The cause of the falsely depressed enzymatic creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.